Event description:
Pt undergoing a varicocelectomy. The surgeon was utilizing the bovie high temp cautery under the microscope when the scrub tech noted a small flame on the raytec gauze. The gauze was immediately thrown on the floor and stomped on to extinguish the fire. At the end of the case there was a small blister measuring 1cm x 1cm noted. Bacitracin applied.